Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: the black box dates ranged from (B)(6) 2016; the data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the patient contacted animas and alleged that while off the pump for a previously reported issue and waiting for a replacement pump, he experienced elevated blood glucose (bg) of 530mg/dl with nausea, blurred vision, and generally feeling bad. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while on an alternate insulin delivery plan because of a prior pump malfunction.